Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the tubing set leaked from the round disk on the filter during priming of normal saline, before it was connected to the patient. Event occurred in outpatient infusion center. There was no patient involvement.